Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft mesher produced a 50 percent mesh. The mesher provided less than 75% meshing on the graft and was tagged out of service and the reported issue occurred during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 20, 2017, it was reported that the device was producing only 50 percent mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) fourteen times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device wouldn't mesh and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the calibration was within specifications. The mesher produced a passing sample mesh with our test cutter. The gear on the device was damaged. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut even after the collars, bushings, and gears were replaced and the cutters were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that both cutters produced an incomplete cut even after the collars, bushings, and gears were replaced and the cutters were deemed non-repairable. The root cause of the reported event was due to the damaged cutters that produced incomplete cuts. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 04168, was repaired, tested and returned to the customer.